Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the stapler was unable to fire, the surgeon was able to press the green button and squeeze the handle, the staple did not come out. There was no patient involvement.